Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was unable to charge using the tandem usb cable and wall adapter. The customer's blood glucose (bg) level was 193 mg/dl. Upon follow up, the customer reported that the pump battery was able to charge successfully using the original charging supplies (usb cable and wall adapter).